Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot#: v013836, implanted: (B)(6) 200, product type: lead. Product ID: 3708220, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the leads were replaced and there was programming following the trial as actions/interventions taken to resolve the intermittent stimulation and high impedances. The hcp reported that the intermittent stimulation and high impedances were resolved, not until surgery. The patient had health issues being addressed prior to surgery. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 399930, lot# v013836, implanted: (B)(6) 2007, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that intermittent stimulation was felt and primarily was now only felt in the left leg and back, no stimulation felt much on the right. The rep reported that the patient was very active, but denied any falls. The rep reported that reprogramming was attempted and impedances were checked, all were out of normal range, greater than 10,000 ohms. The rep reported that the x-rays were ordered and lead replacement procedure was submitted to the patient¿s insurance for approval. The printout showing high impedance readings was provided. The issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Product ID: 399930, lot# v013836, implanted: (B)(6) 2007, product type: lead; product ID: 399930, lot# v013836, implanted: (B)(6) 2007, product type: lead; product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the electricity in his legs and lower back without putting the system to work were the circumstances that led to the intermittent stimulation. The patient reported that he went to his doctor and explained what he was feeling and a manufacturer¿s representative found that the leads were not in place and not working. The patient reported that the intermittent stimulation hadn¿t been resolved yet. The patient reported that the cables were supposed to be changed when they changed the battery and they didn¿t. The patient reported that he was waiting for new surgery to replace them. No further complications were reported.